Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that, she was having excruciating hip pain in 2020 and treatment was not helping with the pain. Hip sounded like a "squeaking door" stated reporter. Reporter was told by her doctor she would need revision surgery because the liner of the device was no longer visible. Reporter was also told by the surgeon that performed the revision surgery that there was a lot of metal shaving from the hip device that was removed. This report was received under mw5095068. Doi: (B)(6) 2014, dor: (B)(6) 2020, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.